Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was stuck on the startup screen and could not complete the boot up. Upon troubleshooting, the fse indicated that the issue with the software. To resolve the issue, the fse reinstalled the software and restored the system backup, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the start up screen. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.